Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelight´s acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported vertical gas breakthrough in the left eye during lasik treatment. The treatment was not completed. The patient will return at a later date for photorefractive keratectomy. Additional information has been requested.

Manufacturer narrative:
During a onsite visit a fse (field service engineer) could not reproduce the issue. The fse completed system verification, system is within specification. No technical root cause was identified as the product was found to be within specifications. (B)(4).